Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, or videos were returned for investigation. However, an image was provided by the customer showing the involved device. A failure mode was not able to be identified from the image provided. The device history review (DHR) for lot 13732239 was reviewed and no non-conformities were found that would led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a transpac¿ it monitoring kit neonatal, 12", 3 stopcocks, 30ml flush (for use with infusion pump) where the reporter stated that the IV tubing is bent causing an alarm for high pressure. It was stated that when they tried to zero the line, the waveform was dampened or would read as disconnected. It would cause alarms to go off. After troubleshooting with a flex nurse, they noticed that the line entering the transducer was compressed down. They straightened the IV tubing connecting to the transducer and got an accurate reading, however as soon as released the tubing again was faced with the same alarms and dampened wave form. There was patient involvement, and no human harm reported.